Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the devices were not communicating. A technical support specialist (tss) dialed into the prod server, then login to the patient encounter system (pes), then checked the data sync all was current date/time for all devices, but the pes homepage noticed it showed no device was not communicating. Then the tss dialed into medstation ldrp, but no icon of device was not communicating appear on the screen, so the tss ran transaction locate query for both app server and medstation ldrp, and the data shown was current. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported when using the bd pyxis¿ es server, had all devices are not communicating. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ es server , had all devices are not communicating. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.